Event description:
It was reported that low impedance was observed. Interrogation of the device showed aborted charges due to possible output circuit damage. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.